Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. One kink was found on the catheter tubing near the y-fitting approximately 52.6cm from the iab tip. - an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.038cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a common failure mode caused by calcified plaque in the aorta. (B)(4).

Event description:
Patient went to cath lab on (B)(6) 2017 at 1035 for iab cath insertion. Returned to ICU at 1115 with 1:1 iab augmentation. Avg pressures approx. 200; mean pressures 100's; vasopressors weaned down. Avg pressures down to 160; mean pressure 100. At 105, air leak alarm sounded. Blood present in gas line of iab catheter. Patient returned to cath lab at 1538 for replacement of iab catheter. The current patient status is deceased, but the but the facility does not attribute the death to the device.